Manufacturer narrative:
Received one device. Visual and functional testing found probable cause contamination caused the downstream occlusion seal to fail. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion seal. The event was discovered during testing, there was no patient involvement.